Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was shocked. The source of the shock was unknown. The patient did not follow up with the physician. No further information was available.